Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The battery charger was received and processed under normal maintenance. The reported problem (charger error after cycling power) has been confirmed. As received, the battery charger would not advance past the second splash screen during start up. The root cause of the resets cannot be positively identified. Once the charger software was updated, the device was fully functional. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.

Event description:
A (B)(6) old male pt contacted lifecor customer support to report that when his battery charger is plugged in, it continually cycles through the boot up process. The process is the same whether the battery is in or not. Support sent the pt a replacement battery charger.